Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user informed patient information (active directory) and orders were not crossing from epic to pyxis. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information and orders were not crossing from epic to pyxis. A technical support specialist (tss) reported that the application server had outdated messages and delayed system heartbeats. The tss reviewed services on the health sight viewer, restarted all communication services, and confirmed that the dynamic host configuration protocol was enabled. The information engineering support team identified thousands of messages stuck in the central communication engine because it was still sending data to an old network address. The tss obtained customer approval to reboot the server, but the issue continued until the information engineering support team updated the enterprise server address to the fully qualified domain name. Message flow returned to normal, the queue cleared, and the customer confirmed the issue was resolved. The customer teams then restored the server network settings to the original configuration. The system functioned after the technical support specialist troubleshoot the device.